Event description:
It has been reported that the system would not power on. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not power on due to a faulty pdu. The philips service engineer examined the system on-site and confirmed that the systems does not turn on. The fse found pcu part that is replaced has seen more failures. Fse checked the power and replaced fru (field replaceable unit) parts. After replacement of fru, the system was returned to use in good working order. The codes were updated based on the investigation outcome.